Event description:
A critical alarm was heard. The patient heard a non-critical alarm and then the critical alarm started either the day or two before the initial report. The patient was "afraid to go to bed" because of the alarm. The next refill was scheduled for "(B)(6) something". It was noted that the dose had been decreased, the patient had "some work done" on her legs and her legs were "feeling the pain and kicked a lot more", and "ever since they healed up that's why they lowered the pump", her "spasticity wasn't as bad". The patient had forgotten where she put the print out from the last refill. She was waiting for her doctor to call her back. It was noted that the patient had "some oral baclofen" but not clear if the patient had taken any or not. The patient denied feeling withdrawal symptoms. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2009. (B)(4).